Event description:
The customer reported to siemens they obtained an erroneously elevated loci high-sensitivity troponin I (tnih) result on a patient sample on the dimension exl 200 integrated chemistry system. The result was from a redrawn sample (B)(6) 2025) and was reported to the physician, who questioned the result. The same sample reprocessed at an alternate facility using an alternate siemens method (atellica im high-sensitivity troponin I (tnih)). A lower result was obtained, considered correct, and reported to the physician. The customer had obtained erroneously elevated loci high-sensitivity troponin I (tnih) patient results from a previous sample draw (B)(6) 2025) on a dimension exl 200 integrated chemistry system. The results were reported to the physician and questioned. There are no known reports of adverse health consequences due to the erroneously elevated loci high sensitivity troponin I (tnih) results.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated loci high-sensitivity troponin I (tnih) patient sample result on a dimension exl 200 integrated chemistry system. Siemens healthcare diagnostics is investigating the event.

Manufacturer narrative:
Additional information (26-jan-2025): siemens service operations support (sos) concluded the investigation of the event. Sos reviewed the information provided by the customer and the data from the instrument. No reagent or instrument issues were identified. Quality control (qc) recovered within the customer¿s laboratory ranges at the time of the event. Siemens does not have claims on correlation with other analyzers which use an alternate methodology and antibodies for troponin analyte measurement. As the technology used by analyzers were different, there should not be any numerical comparison between the analyzers. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. In section h6, the investigation finding and investigation conclusion codes were updated. Initial MDR was filed on 23-jan-2025.